Event description:
It was initially reported this dialysis catheter cracked proximal to the insertion site. This catheter was removed and another dialysis catheter was successfully placed for continuation of treatment. The engineering evaluation determined there was a split in the shaft distal to the suture wing. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the shaft broke approx 16 cm distal to the suture wing. Both portions of the shaft were returned. The eval also indicated, based on physical properties, the catheter shaft looked as if it might have come in contact with alcohol. A lot search was performed and revealed no other complaints to date on this lot number. The facility indicated use of antiseptic solution with 70% alcohol which MFR believes might have contributed to this event. However MFR is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.